Event description:
Two incidences of significant corneal scleral thermal injuries on sequential pts on 5/31/94. The more serious injury was to a monocular pt. Both cases were otherwise uncomplicated cataract procedures with short phacoemulsification times. In both cases, after removal of the phacoemulsification handpiece from the eye, the burned tissues were evident. The handpieces for each case were different. The machine has generated other thermal injuries of lesser extent that rptr thought were due to old handpieces which were replaced each time there was evidence of a thermal injury. It is apparent that the problem is not in the handpieces. The co no longer mfrs this phacoemulsification module and handpiece because they have redesigned a new module and handpiece. It is the eye department's feeling that the current phacoemulsification cataract machine is not safe for pt use and should be replaced as soon as possible. The unit has been sent to co for a complete evaluation.